Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient presented with a pseudotumor in the right hip which required a revision. During the revision it was discovered that the patient also appeared to have severe trunnionosis. Update (B)(6) /2021 wg: also noted in 'patient details' image: "right leg 0.5cm shorter."